Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if any product condition could have contributed to the reported ER visit/hospitalization for hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
It was reported that the customer's blood glucose reached 565mg/dl while wearing the pod between 24 and 36 hours. He was taken to the ER (emergency room) and diagnosed with diabetic ketoacidosis (dka). He experienced vomiting, his stomach was hurting, and he was unable to swallow. The patient was treated with saline fluids and an insulin drip. It was also stated that the cannula pulled out of the site, the adhesive was loose from that end, and that the cannula was kinked. (B)(6). The patient was in the ICU (B)(6) 2016.